Event description:
On 03/28/2023, it was reported by an arthrex employee via sems that an ar-1400tc biocomposite interference screw broke. This occurred during a case, during insertion the screw was not progressing the surgeon insisted until the screw broke and the key bent. No additional information provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer provided picture, which shows that a portion of the full thread cannulated bio composite interference screw, 10 x 28 mm has fractured. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. Per dfu-0111-7-rev 0 - g. Precautions - 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
Additional information was provided on 12/26/2023 where it was reported by an arthrex employee that the broken screw was fully retrieved and the case was completed using another screw with the same specifications. The bone was prepared using a guidewire and a drill. The patient had good bone quality.